Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the unspecified vacutainer blood collection tube experienced safety shield failure. The following information was provided by the initial reporter: the customer stated "the guard fell off the needle prior to implementation of patient blood removal. The needle was discarded before use."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tube experienced safety shield failure. The following information was provided by the initial reporter: the customer stated "the guard fell off the needle prior to implementation of patient blood removal. The needle was discarded before use."